Event description:
The patient had 3 leads (from the same lot) implanted. It was reported the patient ((B)(6)) experienced a complete lack of stimulation. Reprogramming was unable to provide effective therapy. X-rays were taken and revealed 2 out of the 3 leads had migrated. Surgical intervention may take place at a later date.

Event description:
Additional information was received which indicated surgical intervention was undertaken. During the procedure it was found that all 3 leads (from the same lot) had migrated. The physician removed and replaced the leads. Postoperatively, the patient reported receiving effective therapy.